Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Three hudson end connections broken in surgery.

Manufacturer narrative:
Additional narrative: the reported devices were not returned for examination. Follow-up communication for product return was unsuccessful. A complaint database search found previous investigations that when confirmed were attributed to misuse. The investigation could not verify or identify any product contribution to the reported event without the devices to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.